Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during implant. Excessive bleeding was observed. The patient required hospitalization and blood transfusion. The blood was eventually stopped. The patient is stable.